Event description:
It was reported, the video system center had a lamp error code. The issue occurred during preparation for use for a diagnostic cystoscopy. The procedure was completed with no delay using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated fields: d8, d9, e1, h3, h4, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the reported suggested malfunction could not be established. Olympus will continue to monitor field performance for this device.